Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/essure migration/ perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation / malposition of essure device location of device: misplaced from fallopian tubes/ failure to occlude (close) fallopian tube(s)'), device breakage ('claiming breakage/ expulsion: breakage'), ectopic pregnancy termination ('pregnancy/ termination, ectopic pregnancy') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding(general)') in an adult female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, gravida ii, parity 2 ((B)(6) 2003, (B)(6) 2008.), cholecystectomy and cholesterolosis nos. Concurrent conditions included neck pain, shoulder pain, chest pain, dizzy, gas pain, dyspepsia, shortness of breath, frequency urinary, burning sensation, vaginal itching, vulvovaginitis, upper back pain, throbbing pain, menstrual cycle abnormal, metrorrhagia, fibroids, vulval erythema, vaginal dryness, stress, leg pain, arthralgia, trichomoniasis, anxiety, sleep unwell, candida vaginal, myalgia, knee injury, joint pain, vaginal inflammation, rash, bacterial vaginosis, sore throat, nasal stuffiness, postnasal drip, ear pain and cough. Concomitant products included acetylsalicylic acid (baby aspirin) since (B)(6) 2008, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) since (B)(6) 2008, omeprazole, ondansetron (zofran) since (B)(6) 2008 and progesterone since (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problem") and nausea ("nausea"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("other injury (ies) or complication(s) -please describe: severe diarrhea") and vomiting ("other injury (ies) or complication(s) -please describe: severe vomitting") and was found to have weight increased ("weight gain/ weight gain / loss"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ abdominal cramping"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), fatigue ("other injuries/symptoms; fatigue"), alopecia ("hair loss"), uterine pain ("severe pain in uterus"), adnexa uteri pain ("pain in fallopian tubes"), chills ("chills"), pyrexia ("fever") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (essure removed by (hysterectomy (full) on (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, ectopic pregnancy termination, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, nausea, migraine, headache, weight increased, post-traumatic stress disorder, diarrhoea, vomiting, chills, pyrexia, uterine leiomyoma and dysfunctional uterine bleeding outcome was unknown, the abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and uterine pain had resolved and the adnexa uteri pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, chills, cystitis, device breakage, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, ectopic pregnancy termination, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, breakage,psych injury, migration, perforation, bladder/urinary problems, fatigue, hair loss, nausea,migraine, headaches, weight gain. Discrepancy in date of insertion:(B)(6) 2006 and (B)(6) 2009. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: impression: cholelithiasis. Gallbladder sludge. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain, dysmenorrhea, bladder infection, urinary tract infection, nausea, vomiting, diarrhea, vaginal discharge, uti, hair loss, vaginal bleeding, uterine leiomyoma, dysfunctional uterine bleeding, menorrhagia, abdominal pain pelvic pain, chills, headaches most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). On 1-oct-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), fallopian tube perforation, ptsd, severe vomiting, severe diarrhea, uterus pain, pain in fallopian tubes, chills, fever, dysfunctional uterine bleeding, uterine leiomyoma. Event-pregnancy with contraceptive device updated to event- ectopic pregnancy termination. Reporter information, medical history, concomitant drug, events onset date, events outcomes, lab data were added. Essure model updated to 205 to 305. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/essure migration'), device breakage ('claiming breakage/ expulsion: breakage'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), fatigue ("other injuries/symptoms; fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by (hysterectomy (full) on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, nausea, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding, breakage,psych injury, migration, perforation, bladder/urinary problems, fatigue, hair loss, nausea, migraine, headaches, weight gain. Discrepancy in date of insertion: (B)(6) 2006 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event breakage/ expulsion: breakage, essure migration, essure perforation, pregnancy, device ineffective, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, ,bladder/urinary problems: bladder probs., urinary problems, vaginal discharge, vaginal infection ,uti, bladder infection, other injuries/symptoms; fatigue, hair loss, nausea, migraine, headaches, weight gain. Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: breakage'), uterine perforation ('perforation/essure migration/ perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation / malposition of essure device location of device: misplaced from fallopian tubes/ failure to occlude (close) fallopian tube(s)') and ectopic pregnancy termination ('pregnancy/ termination, ectopic pregnancy') in an adult female patient who had essure (batch no. 628048,628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 2 ( (B)(6) 2003, (B)(6) 2008.), cholecystectomy, cholesterolosis nos, vaginal delivery and breast feeding. Concurrent conditions included neck pain, shoulder pain, chest pain, dizzy, gas pain, dyspepsia, shortness of breath, frequency urinary, burning sensation, vaginal itching, vulvovaginitis, upper back pain, throbbing pain, menstrual cycle abnormal, metrorrhagia, fibroids, vulval erythema, vaginal dryness, stress, leg pain, arthralgia, trichomoniasis, anxiety, sleeplessness, candida vaginal, myalgia, knee injury, joint pain, vaginal inflammation, rash, bacterial vaginosis, sore throat, nasal stuffiness, postnasal drip, ear pain and cough. Concomitant products included acetylsalicylic acid (baby aspirin) since (B)(6) 2008, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) since (B)(6) 2008, omeprazole, ondansetron (zofran) since (B)(6) 2008 and progesterone since (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms; fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain/ weight gain / loss"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("other injury (ies) or complication(s) -please describe: severe diarrhea") and vomiting ("other injury (ies) or complication(s) -please describe: severe vomitting"). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In 2009, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal cramping"), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding(general)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), alopecia ("hair loss"), uterine pain ("severe pain in uterus"), adnexa uteri pain ("pain in fallopian tubes"), chills ("chills"), pyrexia ("fever") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (essure removed by (hysterectomy (full) on (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, ectopic pregnancy termination, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, nausea, migraine, headache, weight increased, post-traumatic stress disorder, diarrhoea, vomiting, chills, pyrexia, uterine leiomyoma and dysfunctional uterine bleeding outcome was unknown, the abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and uterine pain had resolved and the adnexa uteri pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, chills, cystitis, device breakage, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, ectopic pregnancy termination, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, breakage,psych injury, migration, perforation, bladder/urinary problems, fatigue, hair loss, nausea,migraine, headaches, weight gain. Discrepancy in date of insertion:(B)(6) 2006 and (B)(6) 2009. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: impression: cholelithiasis. Gallbladder sludge.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain, dysmenorrhea, bladder infection, urinary tract infection, nausea, vomiting, diarrhea, vaginal discharge, uti, hair loss, vaginal bleeding, uterine leiomyoma, dysfunctional uterine bleeding, menorrhagia, abdominal pain pelvic pain, chills, headaches. Lot number: 628048, manufacture date: 2008-08, expiration date: 2010-08. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received: reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: breakage'), uterine perforation ('perforation/essure migration/ perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation / malposition of essure device location of device: misplaced from fallopian tubes/ failure to occlude (close) fallopian tube(s)') and ectopic pregnancy termination ('pregnancy/ termination, ectopic pregnancy') in an adult female patient who had essure (batch no. 628048,628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 2 ((B)(6) 2003, (B)(6) 2008.), cholecystectomy, cholesterolosis nos, vaginal delivery and breast feeding. Concurrent conditions included neck pain, shoulder pain, chest pain, dizzy, gas pain, dyspepsia, shortness of breath, frequency urinary, burning sensation, vaginal itching, vulvovaginitis, upper back pain, throbbing pain, menstrual cycle abnormal, metrorrhagia, fibroids, vulval erythema, vaginal dryness, stress, leg pain, arthralgia, trichomoniasis, anxiety, sleeplessness, candida vaginal, myalgia, knee injury, joint pain, vaginal inflammation, rash, bacterial vaginosis, sore throat, nasal stuffiness, postnasal drip, ear pain and cough. Concomitant products included acetylsalicylic acid (baby aspirin) since (B)(6) 2008, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) since (B)(6) 2008, omeprazole, ondansetron (zofran) since (B)(6) 2008 and progesterone since (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms; fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain/ weight gain / loss"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("other injury (ies) or complication(s) -please describe: severe diarrhea") and vomiting ("other injury (ies) or complication(s) -please describe: severe vomitting"). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In 2009, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal cramping"), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding(general)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), alopecia ("hair loss"), uterine pain ("severe pain in uterus"), adnexa uteri pain ("pain in fallopian tubes"), chills ("chills"), pyrexia ("fever") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (essure removed by (hysterectomy (full) on (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, ectopic pregnancy termination, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, nausea, migraine, headache, weight increased, post-traumatic stress disorder, diarrhoea, vomiting, chills, pyrexia, uterine leiomyoma and dysfunctional uterine bleeding outcome was unknown, the abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and uterine pain had resolved and the adnexa uteri pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, chills, cystitis, device breakage, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, ectopic pregnancy termination, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, breakage,psych injury, migration, perforation, bladder/urinary problems, fatigue, hair loss, nausea,migraine, headaches, weight gain. Discrepancy in date of insertion:(B)(6) 2006 and (B)(6) 2009. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: impression: cholelithiasis. Gallbladder sludge. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain, dysmenorrhea, bladder infection, urinary tract infection, nausea, vomiting, diarrhea, vaginal discharge, uti, hair loss, vaginal bleeding, uterine leiomyoma, dysfunctional uterine bleeding, menorrhagia, abdominal pain pelvic pain, chills, headaches lot number: 628045 manufacturing date: 2008/08 expiration date: 2010/08. Lot number: 628048 manufacturing date: 2008/08 expiration date: 2010/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/essure migration/ perforation (uterus'), fallopian tube perforation ('fallopian tube perforation / malposition of essure device location of device: misplaced from fallopian tubes/ failure to occlude (close) fallopian tube(s)'), device breakage ('claiming breakage/ expulsion: breakage'), ectopic pregnancy termination ('pregnancy/ termination, ectopic pregnancy') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding(general') in an adult female patient who had essure (batch no: 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 2 (on (B)(6) 2003, on (B)(6) 2008.), cholecystectomy and cholesterolosis nos. Concurrent conditions included neck pain, shoulder pain, chest pain, dizzy, gas pain, dyspepsia, shortness of breath, frequency urinary, burning sensation, vaginal itching, vulvovaginitis, upper back pain, throbbing pain, menstrual cycle abnormal, metrorrhagia, fibroids, vulval erythema, vaginal dryness, stress, leg pain, arthralgia, trichomoniasis, anxiety, sleeplessness, candida vaginal, myalgia, knee injury, joint pain, vaginal inflammation, rash, bacterial vaginosis, sore throat, nasal stuffiness, postnasal drip, ear pain and cough. Concomitant products included acetylsalicylic acid (baby aspirin) since on (B)(6) 2008, hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin) since on (B)(6) 2008, omeprazole, ondansetron (zofran) since on (B)(6) 2008 and progesterone since on (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problem") and nausea ("nausea"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("other injury (ies) or complication(s) please describe: severe diarrhea") and vomiting ("other injury (ies) or complication(s) please describe: severe vomitting") and was found to have weight increased ("weight gain/ weight gain / loss"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ abdominal cramping"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), fatigue ("other injuries/symptoms; fatigue"), alopecia ("hair loss"), uterine pain ("severe pain in uterus"), adnexa uteri pain ("pain in fallopian tubes"), chills ("chills"), pyrexia ("fever") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (essure removed by (hysterectomy (full) on (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, ectopic pregnancy termination, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, nausea, migraine, headache, weight increased, post-traumatic stress disorder, diarrhoea, vomiting, chills, pyrexia, uterine leiomyoma and dysfunctional uterine bleeding outcome was unknown, the abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and uterine pain had resolved and the adnexa uteri pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, chills, cystitis, device breakage, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, ectopic pregnancy termination, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, pyrexia, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, breakage,psych injury, migration, perforation, bladder/urinary problems, fatigue, hair loss, nausea,migraine, headaches, weight gain. Discrepancy in date of insertion: on (B)(6) 2006 and on (B)(6) 2009. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram: on an unknown date: total bilateral occlusion. Ultrasound abdomen: on (B)(6) 2010: impression: cholelithiasis. Gallbladder sludge. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain, dysmenorrhea, bladder infection, urinary tract infection, nausea, vomiting, diarrhea, vaginal discharge, uti, hair loss, vaginal bleeding, uterine leiomyoma, dysfunctional uterine bleeding, menorrhagia, abdominal pain pelvic pain, chills, headaches lot number: 628048, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.